Manufacturer narrative:
B3: date of event estimated based on publication date. E1: initial reporter facility name: division of interventional cardiology, cardio-thoracic-vascular department, san raffaele scientific institute. Literature citation: azzalini, lorenzo, et al. (2018). "Ultra-low contrast percutaneous coronary intervention in patients with severe chronic kidney disease." Euro intervention, vol. 14, no. 8, pp. 896-97. Retrieved from https://www.hmpgloballearningnetwork.com/site/jic/articles/ultra-low-contrast-percutaneous-coronary-intervention-minimize-risk-contrast-induced-acute-kidney-injury-patients-severe-chronic-kidney-disease.

Event description:
It was reported via journal article that catheter entrapment occurred. During a percutaneous coronary intervention opticross catheter entrapment during the final pullback in the distally implanted stent occurred which required additional maneuvers (mother-and-child catheter-assisted pull) to solve. Additionally, in this case, an ellis type 2 perforation was noted at the entrapment site (probably due to balloon angioplasty performed in an attempt to release the entrapped ivus probe), which was successfully treated with a covered stent. Contrast volume in this case was 60 ml, and contrast volume/estimated glomerular filtration rate (cv/egfr) ratio was 2.22. The patient did not suffer contrast induced acute kidney injury (ci-aki) and recovered uneventfully. It was further reported that the opticross catheter did not cause the perforation. There was device-device interaction between the opticross and the stent (entanglement) followed by balloon angioplasty to free the stent. The balloon angioplasty reportedly caused the perforation. Because of this issue the patient also received more contrast media than anticipated (desired) but the patient didnt suffer any clinical consequences from the additional contrast.

Manufacturer narrative:
Date of event estimated based on publication date. (B)(6). Literature citation: azzalini, lorenzo, et al. (2018). "Ultra-low contrast percutaneous coronary intervention in patients with severe chronic kidney disease." Euro intervention, vol. 14, no. 8, pp. 896-97. Retrieved from https://www.hmpgloballearningnetwork.com/site/jic/articles/ultra-low-contrast-percutaneous-coronary-intervention-minimize-risk-contrast-induced-acute-kidney-injury-patients-severe-chronic-kidney-disease.

Event description:
It was reported via journal article that catheter entrapment occurred. During a percutaneous coronary intervention, opticross catheter entrapment during the final pullback in the distally implanted stent occurred which required additional maneuvers (mother and child catheter-assisted pull) to solve. Additionally, in this case, an ellis type 2 perforation was noted at the entrapment site (probably due to balloon angioplasty performed in an attempt to release the entrapped ivus probe), which was successfully treated with a covered stent. Contrast volume in this case was 60 ml, and contrast volume/estimated glomerular filtration rate (cv/egfr) ratio was 2.22. The patient did not suffer contrast induced acute kidney injury (ciaki) and recovered uneventfully.